Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12h06071 and h12j03034 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of heart issues, chest pain, hypotension, peritonitis, scrotal edema and ventricular tachycardia in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient had an initial pd catheter placed for end stage renal disease. On (B)(6) 2012, the patient went to the dialysis clinic and wanted to try pd therapy for the first time. The nurse attached the transfer set and was able to flush the catheter successfully with dianeal. Pd therapy was not performed. On an unreported date, the patient was switched to hemodialysis. Upon follow up, the nurse reported that the patient was hospitalized on (B)(6) 2012 for chest pain. Treatment for the chest pain included insertion of seven stents into the heart. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date, the patient experienced hypotension with a blood pressure of 68/40 and was directly hospitalized on (B)(6) 2012. During hospitalization, the patient was diagnosed with peritonitis. Treatment for peritonitis included vancomycin and pd therapy using fresenius pd solutions. On an unreported date, the patient recovered from the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient developed a scrotal edema. After 24-48 hours of pd therapy, it was discontinued due to the scrotal edema. The patient was switched to hemodialysis and intravenous vancomycin. On (B)(6) 2013, the patient was discharged from the hospital and transferred to a nursing home. On (B)(6) 2013, the patient again experienced chest pain during physical therapy at the nursing home and was hospitalized the same day. On the same day, the patient was diagnosed with ventricular tachycardia. Treatment for ventricular tachycardia included cardioversion. On (B)(6) 2013, the patient discontinued hemodialysis and was discharged from the hospital. On that same day, the patient went to hospice at home. The patient eventually passed away on (B)(6) 2013 due to cardiac arrest. An autopsy was not performed. Per the pd nurse the death was not related to pd therapy, a baxter device, disposable, or solution. Per the nurse, the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The specific product code, brand name and 510k for the transfer set are unknown; however the manufacturer will be provided in the MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.